Manufacturer narrative:
Device passed the displacement test and self test. Keypad unresponsive/button error alarm not confirmed. Moisture damage was found on the electronic assembly during visual inspection. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm for more than 3 minutes. Customer stated they did not press a button down for 3 minutes or longer. Insulin pump was exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.